Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery voltage reached recommended replacement time (rrt) (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached recommended replacement time (rrt), but no audible tone was sounded. There also were no audible tones with magnet placement. The device was explanted and replaced. No patient complications have been reported as a result of this event.